Event description:
The patient underwent a suboccipital craniotomy for fenestration of posterior fossa arachnoid cyst with microdissection and duraplasty. Bioglue was used in this first procedure. The patient was readmitted to the hospital for placement of a vp shunt. The or note from the second procedure describes a collection of cervical spinal fluid with straw colored tinge. Gram stain and culture sent were negative. Mild elevation of lymphocytes in preoperative white count felt to be a sterile reaction to the surgical site. Fragments of bioglue which were identified and removed. Approximately a month later, a suboccipital wound irrigation and debridement revision of proximal shunt with placement of new ventricular catheter and valve were performed and retained bioglue material was removed. The operative note describes abundant clear straw colored fluid, less than previous incision. Gram stain and all cultures negative.